Event description:
It was reported that insulin delivery on an ilet system using contact detach infusion sets stopped due to an occlusion, which led to hyperglycemia with a reported value of 365 mg/dl and was only resolved after a full supply change. The user later performed core ilet education and a soft reset. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user and engineering logs. Investigation of this case revealed an obstruction of flow consistent with an occlusion and deformation-related issues, localized to the connector/coupler component of the infusion set pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. Troubleshooting and education were completed, and the user was advised to continue using contact detach sets with proper technique and to seek further review if issues persist.

Manufacturer narrative:
Initial.